Event description:
The account alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The account replaced the side rail latch screw, bushing and nut to resolve the issue.